Event description:
During a generator change, the physician observed an insulation breach. It was noted that the impedance had slowly decreased over the implant duration; however, it remained in range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned for analysis. Without the entire lead, a complete evaluation could not be performed.